Event description:
On 12/14/1998, a dentist reported an adverse event that occurred after treating a pt with "espe's" impression material impregum penta and "espe's" glass ionomer cement filling material photac-fil quick. This report is about impregum penta. Another report is on the same event, but concerns phota-fil quick. Two hours after the treatment the pt was gasping for breath, showed redness of the skin and symptoms of a beginning anaphylactic shock. The pt had to stay overnight in a hosp and was treated with antihistamine. After all, the pt recovered completely.